Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low or no draw occurred during use with a unspecified blood collection tube. The following information was provided by the initial reporter, "during use, the customer found 1ea tube has no draw issue. No pic. No sample".

Event description:
It was reported that low or no draw occurred during use with a unspecified blood collection tube. The following information was provided by the initial reporter, "during use, the customer found 1ea tube has no draw issue.no pic. No sample"

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.